Event description:
It was reported the customer received a motor error alarm during a basal delivery. Customer stated a no delivery alarm occurred after. Customer's blood glucose was 564 mg/dl. Customer treated their blood glucose with a 15 unit injection of humalog. The customer could not recall any significant events leading to the alarm. Customer was unable to troubleshoot for the no delivery alarm due to the motor error alarm. Customer also stated they were able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.